Event description:
It was reported that the system 9900 had a loose power plug. There was no pt involvement or pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The power plug connections was repaired. The system was tested and found to be working as intended and placed back into service.